Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6). 320-46-03 - equinoxe reverse 46mm humeral liner +2.5: (B)(6). 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6). 320-15-02 - rs glenoid plate sup (B)(6) deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-22 - eq rev cmprss scrw lck cap kit 4.5 x 22mm: (B)(6). 320-20-22 - eq rev cmprss scrw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-34 - eq rev cmprss scrw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev cmprss scrw lck cap kit, 4.5 x 38mm: (B)(6). 531-20-00 - shldr gps rvrs drill kit: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). A10012 - gps implant kit v2: (B)(6).

Event description:
As reported, approximately 3 weeks post the initial left reverse shoulder arthroplasty, the patient was revised; reason not reported. The patient's condition following the event is unknown. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, g. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.